Event description:
A zoll distributor returned electrode belt sn (B)(4) to report that the electrode belt was unable to communicate with a monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (unable to communicate with monitor) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to a cut in the ECG "c and d" cable. The cut to the cable damaged the violet (agnd) and blue (+5v) wires, causing a short. The root cause for the cut cable could not be positively identified but was likely physical abuse. No adverse event resulted from the defective electrode belt.